Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported issue with in pen app, app was crushing and loading constantly and could not create account, app was not allowing to move to next screen with patient age. Troubleshooting was performed but the issue was not resolved. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the app but the device will not be returned for analysis.

Manufacturer narrative:
R&d team was aware of an issue on version 7.1.0 of android app that would result in the inability to create a new account and the app would crash continuously. To confirm that the user was encountering this known issue, r&d requested tech support to reach out to the user and suggest how to check for the installed app¿s version using google playstore. R&d also suggested that the user should uninstall version 7.1.0 and reinstall version 7.0.1 available in the play store. This information was conveyed to the user by tech support but confirmation was not received whether the uninstall and reinstall resolved the issue. This issue was most likely the same as the issue tracked under anomaly ticket # (B)(4). Since r&d did not get confirmation of app version from the customer, most likely root cause is the issue tracked under (B)(4) where an incorrect public api key caused the app to not connect to cloud services. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.